Manufacturer narrative:
A2) patient age - specific patient/case detail was not provided. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, thrombosis and embolization are listed as potential adverse events with use of the bridge device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 05apr2021) "endovascular occlusion balloon-related thrombosis during transvenous lead extraction". The study retrospectively aimed to evaluate the incidence, predictors, and outcomes of balloon-related thrombosis (brt) in patients undergoing transvenous lead extraction (tle). A total of 42 consecutive patients undergoing prophylactic balloon placement during tle were enrolled in the study. Utilizing a spectranetics bridge occlusion balloon, two procedural workflows were established: one with the balloon within the inferior vena cava during the entire case (standard cohort) and one limiting the balloon¿s dwell time (abbreviated cohort). Procedural complications included 1 female patient with balloon-related thrombosis had a clinically significant pulmonary embolism (pe) on post-operative day 3, presenting with acute onset of shortness of breath and was initiated on oral anticoagulation. Additionally, 14 other patients experienced balloon-related thrombosis (MDR#: 3007284006-2026-00227). The date of procedure was not listed for these events; therefore, 05apr2021 has been used, the date of publication. Pothineni, naga venkata k,- tschabrunn, cory m,carrillo, roger, schaller, robert d. 2021. Endovascular occlusion balloon-related thrombosis during transvenous lead extraction. Ep europace, 23(9):1472-1478. Doi:10.1093/europace/euab074. This report captures the female patient that experience balloon-related thrombosis and pe after use of the bridge device. There was no alleged malfunction of any spectranetics devices in use during the procedure.